Event description:
It was reported that a thrombus occurred. A left atrial appendage (laa) closure procedure was performed. A watchman access system (was) was positioned and a watchman laa closure device & delivery system (wds) was advanced. The procedure was completed successfully with the closure device implanted in the laa of the patient with a complete seal noted. There were no patient complications reported. The patient was put on 5mg eliquis and aspirin. At the 45 day follow up, a transesophageal echocardiography (tee) was performed. The tee report revealed a thrombus on the threaded insert of the closure device. The device was noted to still have a complete seal. The patient was switched to coumadin and aspirin to treat the thrombus. The patient was discharged home the same day.